Event description:
It was reported that this system, with a cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead, recorded a signal artifact monitoring (sam) episode, which resulted in the respiratory rate trend feature being disabled. Additionally, noise was observed immediately prior to the sam episodes. Technical services (ts) was consulted and indicated the noise appeared to be non physiologic. Ts also noted the sam episodes occurred due to noise on the rv lead. The patient had been in atrial fibrillation for several months and then suddenly stopped, leading ts to suggest that a procedure such as an ablation or cardioversion may have occurred at that time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead, recorded a signal artifact monitoring (sam) episode, which resulted in the respiratory rate trend feature being disabled. Additionally, noise was observed immediately prior to the sam episodes. Technical services (ts) was consulted and indicated the noise appeared to be non-physiologic. Ts also noted the sam episodes occurred due to noise on the rv lead. The patient had been in atrial fibrillation for several months and then suddenly stopped, leading ts to suggest that a procedure such as an ablation or cardioversion may have occurred at that time. No adverse patient effects were reported. This system remains in service. Additional information was received. The field representative confirmed that the patient had an ablation procedure; sensor activation is scheduled for the upcoming office visit.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.